Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing and inappropriate shocks due to atrial fibrillation with rapid ventricular rate. Technical services recommended further evaluation for this patient and physician stated admitting patient but will not change device settings. At this time, this crt-d remains in service and there were no additional adverse patient effects reported.